Event description:
It was reported that pump touchscreen became frozen and unresponsive, preventing customer from interacting with pump and leading to high blood glucose shown only as ¿High¿ on the display. There was no adverse impact to the customer's blood glucose level. Customer gave correction insulin by injection, used multiple daily injections as backup therapy, and attempted a pump reset without success, after which Technical Support arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.